Event description:
It was initially reported the physician had concerns regarding pump motor stalls and/or corrosion issues. Five pts were to have pump studies done in the future. It was also reported the clinic used only preservative free morphine and preservative free saline but does order some medications from an outside pharmacy. All the medications ordered are preservative free. Additional info received indicated some of the pt's pumps have failed. None of these pts had the drug prepared at an outside pharmacy. The morphine, bupivicaine, and preservative free saline were ordered and drawn up at the clinic. It was unclear from the reported events what failure was noted with this device. The pump was explanted. (Explant date not reported. MFR's device tracking system indicated 2008). No pt symptoms were reported. It is unk what drug was used in this pt's pump. See also MFR report # 2182207200802739, 2182207200802173, and 2182207200802749.